Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 178552 - cps short anchor plug 10mm - 611200; 178512 - cps nut co-cr-mo alloy - 250400; 178711 - cps/oss 5cm tpr adapt w/oss sc 5cm - 490530; 178525 - cps transverse pin 6pk 24mm m - 524250; 178364 - cps xs sht spdl w pins 800lbf - 814940; 150483 - oss segmental stacking adapter - 933720; 161011 - oss rs 7 cm mod seg fmrl-rt - 678610; 150476 - oss poly tibial bushing - 221860; 150478 - oss poly lock pin - 490730; 150493 - oss reinforced yoke - 570110; 161034 - oss rs poly fem bushings set/2 - 494980; 161035 - oss rs axle - 619830; 161018 - oss rs non-mod plate short 59 - 728720; 150466 - oss 7cm diahpyseal segment - 119960; 161094 - oss rs 12mm ls tibial bearing - 887140. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.   Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01936, 0001825034-2021-01937, 0001825034-2021-01938, 0001825034-2021-01939, 0001825034-2021-01940.

Event description:
It was reported the patient underwent a right knee procedure. Subsequently, the patient was scheduled to be revised due to a failed compress. The patient then underwent a revision surgery one week after initial implantation. Attempts have been made and no further information has been provided.